Event description:
The customer reported the alarm will not power on. The customer reports there is no physical damage to the battery contacts or corrosion in the battery compartment. This was discovered while in use but the customer couldn't provide the date when this occurred. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the green power light flashed on, then stopped after a second. A couple of second later, the green power light began to flash again. A battery spring is bent and there is battery leakage on the battery spring. The aqualert water indicator label has slid down inside the battery compartment. (B)(4).